Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date the patient experienced hyperglycemia while on pump therapy. Reportedly, the patient¿s blood glucose (bg) reading was at 580 mg/dl with headache, increase thirst, and moderate level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. Review of potential causes for inaccurate delivery showed that bolus and basal deliveries were correct and as programed. Review of potential causes for bg issue and perceived inaccurate delivery did not find any specific issues. The reported issue was not resolved with troubleshooting. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.